Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the third firing of laparoscopic right hemicolectomy, they connected the reload to the handle. At the functional end-to-end anastomosis, the surgeon could not squeeze the handle at all. They replaced the handle to complete the case. There was no patient injury.